Event description:
Reportable based on analysis completed on (B)(4) 2013.   It was reported that during a percutaneous transluminal coronary angioplasty procedure, difficulty crossing the lesion occurred. The target lesion was located in the left circumflex artery. The 32 x 2.75mm taxus liberte stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.   However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds), stent, protective tubing and product mandrel. The protective tubing was on the product mandrel. The product mandrel was loaded through the distal tip and was partially in the wire lumen. There was contrast in the inflation lumen. The balloon was tightly folded. The stent secured on the balloon. The proximal end of the stent was stretched and had extended past the proximal markerband. The distal end of the stent was bunched up and was 6mm from the proximal edge of the distal markerband. There were stent impressions on the balloon indicating the stent was positioned between the markerbands during manufacturing. The distal tip was stretched and froze on the product mandrel. There was no evidence of any damage or irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).